Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that they experienced hyperglycemia as well as hypoglycemia. Blood glucose was 50 mg/dl, 300 mg/dl and 400 mg/dl. The insulin pump will not be returned for analysis.